Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was not giving the right calibration. The customer's blood glucose level was reported to be 361.8mg/dl. It was reported that the needle was missing. It was reported that the customer was advised to visit the hospital to have their system checked. It was reported that the sensor would be replaced. No further information provided.